Event description:
User facility voluntary medwatch rec'd that stated: "patient came to the clinic to have chemo pump disconnected. Patient stated it leaked but didn't know when. Chemo bag was empty". Upon further query the following info was provided that indicated leakage of a chemotherapeutic agent. After an unspecified length of time in use, the pt returned to the user facility and reported that an unspecified amount of chemotherapeutic agent leaked. The tubing set and chemotherapy container were replaced and the therapy was resumed. The spill was cleaned up according to facility's protocol. There were no reported adverse pt effects. No medical interventions were required though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.